Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise via merlin.net. The noise was reproducible in clinic with isometrics and arm movement. The lead was explanted and replaced during a pocket revision. The patient would be monitored.